Event description:
It was reported that the right ventricular lead showed increasing and high impedance. It was also noted that threshold had increased. No intervention was done. Follow-up revealed that the patient is followed every 6 months. It was further reported that the threshold has risen to 2.5 volts. The lead continues to be in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead showed increasing and high impedance. It was also noted that threshold had increased. No intervention was done. Follow-up revealed that the patient is followed every 6 months and the lead continues to be in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance = 836 to 2413 ohms peak between (B)(6) 2011 and (B)(6) 2012. One ventricular nonsustained tachycardia (nst) episode of 210 ms occurred on (B)(6) 2012, at 06:19:23.